Event description:
Affiliate reported that the patient suffered headaches and an unsuccessful attempt concluded that the device could no longer be programmed. An x-ray confirmed stator dislodgement. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. A visual examination of the valve revealed that the stator was dislodged therefore; the cam position/pressure could not be determined. It is not clear how the device became dislodged, however, it is possible that the device sustained some kind of impact. This however, cannot be confirmed. There was an enhancement made to the stamping tool in the 2004/2005 timeframe. The enhancement was designed to reduce these types of dislodgements. The device was manufactured prior to the enhancements. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints.